Event description:
It was reported that the patient¿s device was not working. There was no further information about it. The device was planned to be explanted and the surgeon wanted to know what would happen after the implantable neurostimulator (ins) was explanted. There were no patient symptoms reported. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).